Event description:
Our facility has recently switched to b braun's horizon pump burette set (buretrol set). It was noticed on our units that there is a "disc" in this device that is supposed to float on top of the medication and as the medication is delivered to the patient, it floats down and upon completion of delivery closes off the drip. Unfortunately this "disc" was floating down prematurely and closing off medication being delivered before completion. In contacting the company, they advised our staff to "turn the buretrol over if the chip floats to the bottom." Our staff members are not comfortable doing this and are afraid it could lead to safety issues. They feel this suggested fix is a nuisance and may actually cause errors with late infusions if the rn has to repeatedly go in to ensure device is infusing properly. We had previously used a set without a "disc" and will hopefully be switching to b braun's device which is essentially the same as this minus the "disc." The device packaging of the product with the disc does indicate "re-floating of the disc" and advises how to do so. Manufacturer response for pump burette set, horizon: we will be switching to a product without the "disc."